Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced a decrease in motor function during implant procedure. As a result, all implanted product was explanted during the procedure. The patient has recovered.